Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. No missing segments/partial display noted.

Event description:
The customer reported via phone call that the insulin pump had a solid white display and was beeping. The customer¿s blood glucose level was 279 mg/dl. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.